Event description:
Complainant alleged that while treating a pt (age unk) the device successfully delivered thirteen shocks to the pt. Upon the fourteenth shock attempt the device discharged at 200 joules, however, only 11 joules were indicated as being delivered. The medics then reduced the selected energy and were able to successfully deliver two additional shocks to the pt. They again raised the energy level to 200 joules, upon delivery of the energy only 11 joules were indicated. Complainant indicated that the pt subsequently expired.